Event description:
Several months after a shoulder procedure using a smartstitch magnumwire suture cartridge and a magnum 2 implant, it was reported that the patient sustained a post-surgical infection. The hospital tested all of the sterilized equipment for biological material/foreign contaminant and all equipment passed testing. The infection was cultured, however, the patient was already on antibiotics prior to the cultures being taken. No additional information was provided regarding the event, yet no further patient complications have been reported.